Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found the sensor wire attached to the housing puck with no physical damage. The reported event of broken sensor wire could not be confirmed.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor pod removal, experienced a possible broken sensor wire. At the time of the call with dexcom technical support, the international distributor stated that no injuries or medical intervention were reported.